Manufacturer narrative:
The device was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once analysis is completed, this report will be updated

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. The device communicated appropriately with the programmer and a review of the memory found no hardware resets. It was determined that the device did not reach the elective replacement time (ert) while implanted. To determine if the device had depleted normally, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.

Event description:
Boston scientific received information that this implantable pacemaker was explanted after experiencing premature battery depletion. No adverse patient effects were reported.

Event description:
The device was returned.